Event description:
The nurse experienced a puncture to her index finger which caused minimal injury when she went to drop a syringe into a less than full#4838c sharps container placed inside an almond cabinet. #4842. She was stuck by a needle that had not dropped through the tortuous path lid and was sticking up. She was then taken to the ER where she received first aid for the injury and treated per the hosp's policy for exposure to blood pathogens.